Event description:
Pt had ppm generator change. During procedure generator was tested and was capturing. Post procedure EKG strip noted to have episodes of non-capture. Pt returned to cardiac cath lab and re-opened incision. Ventricular lead pin removed from generator and then re-inserted. Pacer representative stated loose screw set.